Event description:
A volume discrepancy was reported. The actual volumes were not provide, but the residual volume was greater than expected volume. Reporter indicated that the logs look normal. A (B)(4) study was done in oct/nov. And looked good. The patient was scheduled for a pump replacement at which time the catheter will be checked also. Also there was a discrepancy regarding the catheter model which was revealed during interrogation.

Event description:
Additional information: it was reported that the cause of the event was 'pump failure'. The pump was replaced. The patient experienced increased pain. The patient outcome was reported as non-serious injury.

Event description:
Additional information: a catheter dye study was done on 2011-(B)(6) and it showed no evidence of system leak. Pump "battery failure" was indicated. Patient had experienced poor pain control. Drug delivered via the device was morphine.

Event description:
Previously reported information, [additional information received reported that during a dye study in (B)(6) 2011, the pump could be aspirated but could not be injected], is related to manufacturer¿s report 3007566237-2013-00395.

Event description:
Additional information received reported that during a dye study in (B)(6) 2011, the pump could be aspirated but could not be injected.

Manufacturer narrative:
Catheter model # 8709sc, lot #, implanted: (B)(6) 2008, explanted: unk, catheter model #: 8731sc, lot #: unknown, implanted: unk, explanted: unk.

Manufacturer narrative:
(B)(4).